Event description:
A customer contacted beckman coulter inc (bec) to report receiving lx no foam shipping box which leaked. No injury or exposures were reported.

Manufacturer narrative:
The shipping box containing the reagents was damaged the bottle neck was broken which caused the leakage. Replacement was sent to the customer.